Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring was inserted through the cannula, however, it would not come back out. The harvester pulled the cannula out with no pieces detached. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the device. There was some evidence of blood. A functional test was performed on the device and the c-ring was found to extend and retract as expected. Based upon this observation, the reported complaint could not be confirmed. (B)(4).